Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the cabling to the source drive motor was re-routed which restored functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while installing the system and performing calibrations, the imaging system was clicking from the motor that angles the x-ray tube during start up. It was reported that the imaging system did not boot on 5 of 7 attempts. There was no patient present when this issue was identified.